Manufacturer narrative:
Batch review performed on 24 apr 2025 (B)(4) items manufactured and released on 29-aug-2024. Expiration date: 2029-08-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Additional involved devices: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot. 2416294 batch review performed on 24 apr 2025 (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 2029-08-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.. Reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot. 2421292 batch review performed on 24 apr 2025 b)(4) items manufactured and released on 22-nov-2024. Expiration date: 2029-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0402 grs baseplate - ø24.5x20 - full wedge 20° (k231911) lot. 2315757 batch review performed on 24 apr 2025 (B)(4) items manufactured and released on 22-apr-2024. Expiration date: 2029-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0186 short humeral diaphysis - cementless - 13 (k180089) lot. 2415621 batch review performed on 24 apr 2025 (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 2029-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware implanted an antibiotic spacer. The surgery was completed successfully.